Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the gold probe device was inserted into the patient and positioned within the duodenum to treat an ulcer. However, when the physician attempted to engage the probe, the gold probe would not emit energy and cauterize the tissue. The gold probe was used in conjunction with an endostat iii generator and an adaptor cord. The account reported no visible damage to the device. The gold probe was not tested prior to inserting it into the patient. A second gold probe device, along with the same adaptor cord and the endostat iii generator, was used to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The customer's complaint for the device's inability to cauterize during the procedure has been confirmed. Visual inspection upon initial review revealed no anomalies. However, the device was tested using a multimeter and only one of the gold bands was found to respond. The device was dissected, and one of the copper wires glued to the gold band appears to have been partially cut; it ended up inside the transition step, sometime during the manufacturing process. This would have kept the device from performing the cautery function. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the gold probe device was inserted into the patient and positioned within the duodenum to treat an ulcer. However, when the physician attempted to engage the probe, the gold probe would not emit energy and cauterize the tissue. The gold probe was used in conjunction with an endostat iii generator and an adaptor cord. The account reported no visible damage to the device. The gold probe was not tested prior to inserting it into the patient. A second gold probe device, along with the same adaptor cord and the endostat iii generator, was used to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.